Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain and cup malpositioning. Update rec'd 7/23/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, and toxic cobalt chromium metal debris. A liner and head are now being added to address allegations of metal on metal. A stem is being added to address allegations of elevated toxic metal ions.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges loosening of stem. The stem was already added. Added surgeon and lawyer in the associated contact.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.